Event description:
There was an allegation of questionable digoxin results for (B)(4) patient sample on a cobas 6000 c (501) module. The initial result was 0.68 ng/ml with a data flag. The sample was repeated and the results were 1.09 ng/ml and 1.28 ng/ml. The sample was tested at another facility and the result was 0.6 ng/ml. This result was believed to be correct. The questionable result was not reported outside the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative observed that an adjustment was needed. The sample probe is fine. He replaced the valve bank and solenoid valve base. He also replaced the naoh flow path valves and mixer. He performed adjustments and checks with results within specification. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.